Event description:
Healthcare professional reported ¿r implant ruptured prior to procedure¿ is not device related. Un-reporting rupture, adding use-error.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional reported a right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional also reported right side rupture. Device explanted.